Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in doing so. The malfunction did not recur, and the customer was advised to continue using the pump, with the option to contact support again if the issue reappeared. The customer confirmed understanding of the guidance provided.